Event description:
It was reported that the monopolar cautery instrument had a broken tip. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 3.86mm x 5.42mm in size. The instrument was found to have a broken conductor wire at tube adapter at the distal end. No signs of thermal damage were observed. The conductor wire most likely broke as a result of the break on the tube adapter. The instrument was found to have an additional detached fragment. The electrical contacts of the conductor wire broke off. The detached contacts were not returned with the instrument. The detached contacts measure approximately 0.86mm x 3.95mm. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.